Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported alarm for reported o2 concentration low alarm was not reproduced during simulated use test of the returned air gas module in a reference ventilator. During tests of the air gas module there was found a tendency for oscillation. Evaluation of the received device logs shows that the matching event on january 12 during the time period 22:14 to 00:53 the next day. The pre-use check was confirmed to be successful before the event. Our conclusion is that the air gas module was the cause to the event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).